Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient presented for additional testing. The device was reprogrammed with the mv sensor off and accelerometer on. No further instances of noise or oversensing were observed and all subsequent measurements were stable. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right atrial (ra) lead exhibited episodes of noise. It was also noted that the competitor right ventricular (rv) lead exhibited intermitted high out-of-range pace impedance measurements. Atrial lead provocation testing was previously performed and the physician was unable to recreate any artifact at that time. It was further reported that the patient has paroxysmal atrial tachycardia and fibrillation with the device programmed to use the minute ventilation (mv) sensor during atrial tachy response (atr) episodes. Boston scientific technical services (ts) reviewed device data confirming evidence of mv sensor noise in some of the stored events though it was appropriately disregarded by the device. However, instances of another type of ra noise were observed. The reported rv impedances were also confirmed; the ra lead also exhibited similar jumps at times, though measurements remained within normal limits. An episode of pacemaker mediated tachycardia was noted as well. Ts provided suggestions for system testing and device programming. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right atrial (ra) lead exhibited episodes of noise. It was also noted that the competitor right ventricular (rv) lead exhibited intermitted high out-of-range pace impedance measurements. Atrial lead provocation testing was previously performed and the physician was unable to recreate any artifact at that time. It was further reported that the patient has paroxysmal atrial tachycardia and fibrillation with the device programmed to use the minute ventilation (mv) sensor during atrial tachy response (atr) episodes. Boston scientific technical services (ts) reviewed device data confirming evidence of mv sensor noise in some of the stored events though it was appropriately disregarded by the device. However, instances of another type of ra noise were observed. The reported rv impedances were also confirmed; the ra lead also exhibited similar jumps at times, though measurements remained within normal limits. An episode of pacemaker mediated tachycardia was noted as well. Ts provided suggestions for system testing and device programming. No adverse patient effects were reported. This system remains in service. Additional information was received indicating the patient presented for additional testing. The device was reprogrammed with the mv sensor off and accelerometer on. No further instances of noise or oversensing were observed and all subsequent measurements were stable. No adverse patient effects were reported. This system remains in service. Additional information noted that the mv was inadvertently enabled in april 2019 due to the patient having shortness of breath and a flat heart rate histogram. The patient was seen in (B)(6) 2019 and the mv was once again disabled. A review by technical services (ts) noted that the right atrial lead showed jumpy pace impedance measurements and the values for the right ventricular lead were out of range. Possible competitor lead impairment was discussed. No lead revision has been performed to date.